Manufacturer narrative:
On (B)(6) 2017, biosense webster received additional information regarding this event: on post-procedure day 38, the patient developed congestive heart failure. There is no information regarding interventions or extended hospitalization. Issue resolved without sequelae. There is no information regarding severity, seriousness, relationship with the study device, or relationship with the study procedure. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
During a clinical study sponsored by bwi, it was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered diaphragmatic paralysis requiring intubation. Post-procedure, the patient developed diaphragmatic paralysis. Patient required intubation. Issue resolved without sequelae. Principal investigator assessed this event as serious, possibly investigational device-related, and possibly index procedure-related. There were no device deficiencies reported.

Manufacturer narrative:
On (B)(6) 2017, biosense webster received additional information regarding this event. The congestive heart failure suffered by the patient was determined to be unrelated to the investigational device or study procedure. As a result, this patient consequence is not MDR reportable. However, since it has already been reported to FDA, any further updates will be submitted in supplemental reports as applicable. (B)(4).